Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. Bin files were reviewed and did not show any system notices or any issues for the date of event. Bin files showed that at least 32 injections were performed with the catheter.

Event description:
Information received by medtronic indicated that a patient had a pericardial effusion during a cryoablation procedure on (B)(6) 2014. After brockenbrough method for transseptal catheterization, cti ablation was performed using a radiofrequency (rf) catheter. Pulmonary vein isolation was then performed using cryoablation. Cryoablation catheter, sheath and mapping catheter were inserted into left atria. Pulmonary vein isolation was carried out in order of ls, li, ri and rs. After confirmation of isolation, cardiac ultrasound performed and showed pericardial effusion. The pericardial effusion was suctioned by pericardial drainage (approximately 200cc). The pressure has been gradually backed to the normal range with time. Device 1 of 3, reference MFR report: 3002648230-2014-00200 and 3007798852-2014-00019.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.